Manufacturer narrative:
Zoll has not yet received the product for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that during a shift check, the auto pulse platform (s/n: (B)(4)) displayed "depleted battery icon" (no battery bars showing) message when a fully charged battery was placed into the platform. The customer replaced with another (2) fully charged batteries but the message would not resolve. Technical support (zoll (B)(4)) visited the site and confirmed the reported complaint. The batteries were checked and indicated that all the batteries were fully charged. No patient involved with this event. No additional information provided.

Manufacturer narrative:
The reported event was confirmed based on the onsite functional testing and archive data review of the autopulse platform (sn (B)(4)). The root causes were due to a defective power distribution board (pdb) and battery cable. The platform was functionally tested with a fully charged good known reference autopulse lithium ion battery, and displayed a user advisory (ua) 3 (error communicating with battery controller) error message. A defective pdb and battery cable was identified to be causing the ua 3 error message. Upon replacement of the defective parts, the platform was further tested and passed all functional testing criteria and operated as intended without any issues. Review of the archive data retrieved from the platform confirmed multiple ua 3 error messages. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 03 mar 2011.